Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and incontinence ("incontinence") and underwent urinary bladder suspension ("vaginal sling implanted"). The patient was treated with surgery (bilateral salpingectomy hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, incontinence and urinary bladder suspension outcome was unknown. The reporter considered incontinence, pelvic pain and urinary bladder suspension to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and incontinence ("incontinence") and underwent urinary bladder suspension ("vaginal sling implanted"). The patient was treated with surgery (bilateral salpingectomy hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, incontinence and urinary bladder suspension outcome was unknown. The reporter considered incontinence, pelvic pain and urinary bladder suspension to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pfs received. Injury nos replace with new event pain. New events incontinence, vaginal sling implanted was added. Date of birth, removal date, product information was added. Plaintiff address was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.